Event description:
It was reported that during a vertebroplasty procedure the locktip of a disposable 1ml syringe from the vertecem v syringe kit broke off and was stuck in the cement cannula. The surgeon had to remove the inner cannula, but was able to continue with the outer cannula. No harm to the patient occurred. The or time was extended by approximately 30 sec to 1 min. During a second vertebroplasty the lock tip of a disposable 1ml syringe from the vertecem v+ syringe kit broke off during transfer of the cement into the syringe and blocked the outlet. The nurse had to use a new stop-cock to be able to transfer the cement. The surgery was not delayed in any way and all cement could eventually be transferred. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.